Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio observed proper device operation through functional and performance testing and the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their service indicator is illuminated. The biomed also observed an event code logged in the device's memory. The event code logged in the device's memory is associated with a failure of the device to charge for defibrillation energy. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.